Manufacturer narrative:
The cori drill attachment, p/n rob10015, sn (B)(4), intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. The drill attachment was received still connected to the complaint drill. The drill was opened up and taken apart. It was found that the drill attachment lock nut is out of torque specification. The lock nut backed itself out causing it to get stuck in the nosepiece of the drill and not be able to be detached from the drill. The locking nut was properly torqued and a kpc test was performed and passed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is the mechanical lock nut became loose due to vibration. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Case (B)(4).

Event description:
It was reported that during the set up for a cori lab, the real intelligence robotic drill was already assembled and the ri robotic drill attachment was locked onto the drill and was not able to remove the attachment (case (B)(4) and case (B)(4)). The lab was completed using a s+n back-up devices. No patient was involved. Moreover, when evaluating the drill attachment, it was found nut torque was less than required (20"lbs). The drill nut backed out during use from vibration causing the drill attachment to lock on the nose piece of the drill. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.